Event description:
It was reported that the xience xpedition stent delivery system (sds) reached the predilated, moderately tortuous, heavily calcified target lesion in the mid left anterior descending (lad) coronary artery without issue. The sds was inflated to eight atmospheres for less than five seconds when the patient condition rapidly decompensated and the patient "crashed". The heart rate became bradycardic and the blood pressure dropped. The physician thinks that when the sds was inflated, the untreated left circumflex coronary artery became ischemic and was somehow blocked; however, there was no visible plaque shift noted on the angiogram. The lcx was feeding the chronic total occlusion in the right coronary artery (rca). The physician opines that the lcx ischemia may have contributed to the patient's decompensation. Although the xience did not reach nominal pressure, the stent appeared well apposed. The patient was given atropine, intubated and placed on a ventilator and an intra-aortic balloon pump, and chest compressions were performed. Nitroglycerin was administered for the vasospasm in the lcx. The patient was stabilized in the cardiac catheterization lab. There was no reported device issues with any of the devices used on this patient. There was no difficulty removing the sds after stent deployment. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction. The reported patient effects of bradycardia, vasoconstriction, hypotension, and occlusion are listed in the xience xpedition everolimus eluting coronary stent system instructions for use and cardiac arrest, and respiratory failure are generally known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.